Event description:
It was reported that this system exhibited low amplitudes and noise which was oversensed and resulted in an untreated episode and episodes with inappropriate shocks. Pocket manipulation and twisting of the patient's torso was performed and some noise could be replicated. The device was reprogrammed to secondary vector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited low amplitudes and noise which was oversensed and resulted in an untreated episode and episodes with inappropriate shocks. Pocket manipulation and twisting of the patient's torso was performed and some noise could be replicated. The device was reprogrammed to secondary vector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.